Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03895. It was reported that the patient was bending and twisting awkwardly to empty her clothes out of a dryer and that the patient fell. It was reported that the leads migrated and that diagnostics revealed high impedance on multiple contacts of one lead. As a result, surgery occurred to explant the leads to address the issue.